Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the investigation is in progress. Once the investigation is completed, a followup medwatch 3500a will be submitted. Complaint information provided by (B)(4).

Event description:
It was reported during an unknown patient procedure that while reaming the acetabulum the end that connects to the quick connect broke off. The procedure was completed successfully with another device. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The power adaptor end was broken off and a power adaptor end was returned taped to the handle. The fracture faces did not match, so it was concluded that the power adaptor end was not from the handle that it was taped to. A visual inspection confirms that the device has been use significantly from the amount of wear that is visible. A manufacturing review was performed and no discrepancies were identified. Material hardness testing concluded that the hardness was within specification of the material.(B)(4)